Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not working. Before he sent it in he checked it and put it on 50 psi. It just hissed and the hose inflated and it didn't seem the leak was coming from the connection. He said it seemed the leak was coming from the inside of the hose. He then sent it in for repair. He received it and it ran perfectly. It was no longer hissing so they put it back in service. The repair record said that they didn't fix anything though so he wasn't sure whether it was user error or something else. He is thinking that the hose was replaced and the device was just re-calibrated. The device has been used ever since. On (B)(6) 2017, it was clarified that the issue occurred on (B)(6) 2017. The event was not identified upon opening the device, before first use of that day or during the first ever use of the device. There was no extension or delay to the procedure. The customer did not return an air dermatome device, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4)four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. However, when the air dermatome runs at 50 psi, the motor will run under motor speed specification (4500-6500 rpm). The dermatome at 50 psi also makes a louder and higher pitch sound then when ran at 100 psi, which is where the air dermatome is supposed to be ran at. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for repair. The reported event ¿the device was not working. Before he sent it in he checked it and put it on 50 psi. It just hissed and the hose inflated and it didn't seem the leak was coming from the connection. He said it seemed the leak was coming from the inside of the hose. He then sent it in for repair. He received it and it ran perfectly. It was no longer hissing so they put it back in service. The repair record said that they didn't fix anything though so he wasn't sure whether it was user error or something else. He is thinking that the hose was replaced and the device was just re-calibrated. The device has been used ever since¿ was non-verifiable since the device was not returned for evaluation and repair. The root cause of the device not working cannot be specifically determined with the provided information since the device was not returned for evaluation and repair. However, it was noted that the account was running the device at 50 psi. The IFU states that the device should be operated at 100 psi. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the dermatome is leaking. The user reports it is hissing and the hose inflating on 50 psi. The user believes the leak is coming from the inside of the hose. No consequences have been reported as a result of this malfunction.